Event description:
It was reported that the controller was not communicating to the implantable neurostimulator (ins). Patient stated that they tried recharging the ins but "no device found" screen kept appearing. Agent had patient reset the controller and patient confirmed no visible damage to the controller and recharger. Agent then instructed the patient to start a recharging session and patient confirmed passive recharge mode with 97-99-99 on it. Agent walked patient through passive recharge mode but "unable to recharge" screen appeared. The issue was not resolved. Agent sent a request to repair to replace the recharger. Patient called back in and stated they received replacement recharger, but they still cannot advance past passive recharge mode. Patient stated they pressed recharge and saw numbers near 98-99-100, but could not advance after 30-40 minutes. Patient entered passive recharge mode on the call and reported 89-90-100 and numbers did fluctuate accordingly when paddle was moved. After approximately ten minutes, patient reported the unable to recharge message again. The issue was not resolved. A request was sent to replace the controller. Pt called back and said that after getting all equipment replaced, the issue is still happening. Redirected to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.